Event description:
It has been reported by the husband of a end user that while standing up from using the restroom, the 1302rts raised toilet seat came off the toilet. Part of the fasteners broke and fell into the toilet. No injuries reported.